Manufacturer narrative:
Recall #: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06648. It was reported that the pt experiences pocket heating while charging. The pt stated the heating is at times bothersome, but she would stop charging if it became too hot. Additionally, the pt declined a new replacement recharger and stated she will modify her charging practices to avoid heating while charging. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.